Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum, effusion, and abscess as post procedural complications are known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the events of pneumoperitoneum and effusion. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Following the tubing placement, the patient presented a pleural effusion. She was transferred to the intensive care unit and a chest tube was inserted. On (B)(6) 2024, a pneumothorax and an abscess were diagnosed and the patient was treated with antibiotic therapy for 3 weeks. The diaphragm did not seem to be effected.